Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the patient tested a sample on the meter, resulting as 5.1 inr. Within 1 hour, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's warfarin dose is self adjusted based on inr readings. The patient's warfarin dosage has been fluctuating recently. The patient takes some herbal supplements. All have been approved by a specialist and the patient has been taking them for as long as she has been taking warfarin. The patient did not have any recent diet changes. The patient has not had any recent medication changes, other than warfarin dosing. The patient has no other health conditions. The patient's product has been requested for investigation and replacement product has been sent to the patient. Relevant retention test strips (lot 28632413) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were within specifications. No error messages occurred.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range 3.0 - 3.8 inr): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.